Manufacturer narrative:
Date recv'd by MFR: 23apr2020. The manufacturer¿s international service technician replaced the defective gds to address the reported problem. The unit successfully passed the required performance verification test. The gas delivery system (gds) assembly was returned to failure investigation (fi) for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. During troubleshooting the gds assy found defective u1 (sensor air flow amp 1000 sscm). The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The component failure u1 on the air flow sensor printed circuit board assembly (pcba) created the low leak-co2 rebreathing risk failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective flow sensor and power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported flow sensor out of specification. There was no patient involvement.